Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email that the black coating of the shaft was peeled off, and a part of the coating fell into the joint during meniscectomy surgery on (B)(6) 2017. The surgeon tried to suction the peeled off coating, and all fragment of the coating was retrieved from the patient¿s body. The surgeon tried to remove the coating part from the shaft by cutting around the entire circumference of the shaft including the peeled part of the shaft coating. The surgeon commented that s/he did not physically pinch or hook the shaft in the patient¿s joints and required a prompt investigation. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. Additional information received via email from the affiliate on 9-13-17 no information is available how long the device was used before noticing the coating had peeled off. The surgeon tried to suction the peeled off coating. The surgeon was successful when trying to remove the coating on the shaft of the electrode. The procedure was able to be completed. No patient impact.

Manufacturer narrative:
The complaint device was received and evaluated. The cut insulation coating piece and the shaft were detected and examined under magnification. Therefore, this complaint is confirmed. The cut insulation coating piece shows signs of melting on the edges. Visual observations also revealed nicks and marks on the active tip. Both findings are consistent with the device possibly came in contact with a sharp metal instruments which in result could¿ve caused the reported failure. Another possible root cause could be that the device came in contact with other instruments that produce consistent heat during operation. Other than these possibilities, a specific root cause for this failure mode cannot be determined. Functionally of the device was not tested due to the failure only being on the shaft coating material tearing off during use. The DHR review indicated that this batch of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a complaint search in depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. And at this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).